Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that lead was explanted and replaced due to non-sustained lead noise episodes. Patient condition was good after the event.